Event description:
It was reported that the customer had normal blood glucose levels of 101 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported being in the hospital for high blood glucose levels. No exact blood glucose levels were provided. The customer was pregnant. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. The device was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device also had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had cracked case at display window corner, minor scratched lcd window, and cracked battery tube threads, belt clip slot at battery tube threads area, reservoir tube lip, and reservoir tube window.